Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 538 mg/dl, 408 mg/dl and 600 mg/dl. Customer stated that they treated the 600 mg/dl blood glucose readings with a bolus. Customer mentioned receiving a no delivery alarm. During troubleshooting a bent cannula was noted. Customer also mentioned that the buttons on the insulin pump were hard to press. Customer declined troubleshooting for the high blood glucose readings. Device is not being returned.